Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. The bicarbonate buffer test was performed and the sensor failed with high readings.

Event description:
The customer reported via phone call that her insulin pump went into threshold suspend. Customer's sensor glucose reading was 60 mg/dl but her blood glucose level was 126 mg/dl. She had blood at site and the cannula was filled with blood. The difference between the sensor glucose reading and the blood glucose level was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.